Event description:
The customer tested his blood glucose using his elite and contour meters. The contour read 314 mg/dl, while the elite read 131 and 132 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the customer's contour system to be operating as designed, but the customer insisted the meter be replaced. The contour meter is to be returned for eval. A new contour meter kit was sent to the customer.